Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high pacing impedance and increased capture thresholds. The rv lead was capped and replaced on 12 sep 2025. The patient was stable throughout.